Event description:
It was reported that the ventilator generated technical error indicating power failure. Patient involvement unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator reported for technical error code indicating power error. The ventilator was investigated on site and the monitoring printed circuit board pcb was replaced and returned for investigation. The reported failure could not be confirmed in the provided logs. The reported failure could be reproduced during start up when the received monitoring pcb was tested in a test ventilator system. The conclusion is that the reported failure was due to defective pressure sensor on the returned monitoring pcb. The cause of the broken pressure transducer has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).